Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "before use, the customer found a damage and plastic fibers on the plunger rod."

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "before use, the customer found a damage and plastic fibers on the plunger rod."

Manufacturer narrative:
H.6. Investigation: a device history record review could not be completed due to the lot number being 'unknown' for this complaint. To aid in the investigation, one physical sample and four photos were received for evaluation by our quality team. The four photos show the sample received with close ups of the area where the damages are seen. No foreign matter is observed. The physical sample came in a ziploc plastic bag. Visual inspection was performed and the plunger has damage on one of the ribs. It could be possible for this defect to occur during the assembly process if a jam occurred before the plunger rod is assembled to the rubber stopper and barrel. The production line where these syringes are produced was inspected to verify any possible condition that could be causing this damage and all results were found to be within specification.